Event description:
It was reported to philips that the efficia dfm100 defibrillator exhibited an unspecified ECG issue. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that there was no ECG signal. The user reported that there was no ECG signal. The field service engineer (fse) evaluated the system and no problem was found during onsite checking. It was determined that the ECG cable was not attached by the user, therefore field service engineer (fse) reinstalled the ECG module and the device passed operational tests three times. Device function returned to normal, and the system was returned service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was determined to be caused by the user. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse determined that there was no ECG cable attached by user, therefore fse reinstalled ECG module and the issue was resolved. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.